Event description:
It was reported that (1) device was used during a ileocecal resection. It was reported by the affiliate that the tct75 did not staple the tissue (two staples at the end of the staple line) and the contents of the bowel leaked during the operation. The surgeon put some overstitches to close the tissue. Device discarded.